Manufacturer narrative:
Findings: the unit was received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify low battery or weak battery alarms due to blank display. Unit had battery cap stripped battery cap coin slot (p), minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, scratched reservoir tube window, stained address/serial number label and missing end cap sticker.

Event description:
The customer reported via phone call that they are unable to remove the battery cap on their insulin pump. The customer¿s blood glucose was 231 mg/dl. The customer¿s current blood glucose was 232 mg/dl. The customer also reported low battery alarms. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.